Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented for a reposition procedure of the right ventricular lead. It was believed that the right ventricular lead dislodged sometime in (B)(6) 2017. The patient experienced diaphragmatic stimulation. During the procedure, it was noted that the atrial lead had also dislodged. Both the rv lead and atrial lead were extracted and replaced when physician was unable to reposition the leads. The patient was stable before, during and after the procedure.